Event description:
As reported through the patient registry, 12 days post tavr, the patient expired. Additional information provided by the hospital operation report and discharge summary, indicated that following the tavr procedure the patient had problems with aspiration pneumonitis. Despite two bronchoscopies to clear secretions, this continued to be a problem. There was discussion of performing a tracheostomy to protect the patient's airway, however, before the tracheostomy could be performed, the patient experienced an acute arterial occlusion of the right lower extremity with a cold right leg. Per report, the physicians indicated that intervention to restore flow to the right lower extremity would be a complex procedure requiring general anesthesia, and would have questionable outcome as far as limb salvage. After a lengthy discussion with the family the decision was made not to pursue any procedures for limb salvage or to perform the tracheotomy and to offer comfort measures instead. Unfortunately, the patient could not recover from the development of the acute arterial occlusion of the right lower extremity and expired within 24 hours ((B)(6) 2013) of its development.

Manufacturer narrative:
An arterial embolism is a sudden interruption of blood flow to an organ or body part due to an embolus adhering to the wall of an artery blocking the flow of blood. Risk factors for thromboembolism, the major cause of arterial embolism, include disturbed blood flow, injury or damage to an artery wall, and hypercoagulability. There is a potential for injury to a vessel when an intravascular device is advanced through the vessel. If this occurs, there is a potential for an embolism which can cause distal ischemia or infarct. In this case, although the patient was noted to have sustained a right acute arterial occlusion of the right extremity, the patient had other problems such as severe obstructive lung disease, severe peripheral arterial disease and aspiration pneumonitis that could have contributed to his death. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required at this time.